Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient's ins stopped working roughly six months ago, and she needs assistance with find a location/healthcare provider (hcp) to replace the battery. No further complications were reported. No patient symptoms were reported.